Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant high results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. The initial result was 11.3 ng/l. The sample was repeated twice with results of 22.4 ng/l.

Manufacturer narrative:
Section d4, catalog number, and primary UDI number were updated. The initial report stated: "the initial reporter complained of discrepant high results for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit." This should say: "the initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit." Calibration and qc were acceptable. No relevant instrument alarms were observed. No maintenance issues were identified. The patient sample in question showed no signs of foam or particles, but the sample volume seemed to be very low. The investigation did not identify a product problem. The cause of the event could not be determined.